Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due high blood glucose on (B)(6) 2021. Blood glucose at the time of event was 360 mg/dl. Customer treated with intravenous insulin drip in hospital. The customer experience nausea such as a result of high blood glucose. Customer was also suffering from diabetic ketoacidosis. Customer blood glucose was 49 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not use auto mode feature at the time of high blood glucose event. Customer stated that insulin pump gave bolus through bolus wizard but blood glucose was not going down. It was reported that the customer alleged insulin pump was under delivering. The insulin pump and reservoir will not be returned for analysis.